Event description:
It was reported to nova biomedical that a consumer received a result of 56 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 119 ml/dl. During the call to customer support, it was revealed that the consumer used expired control solution on her test strips to determine their integrity and accuracy. While on the phone with customer support, a new vial of control solutions were opened. A control solution test was performed showing the test strips fall in range. The difference in the consumer's readings was determined to be clinically significant. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.